Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age & gender unk) the device returned a "shock advised" determination and 150 joules was delivered for what appeared to be a non-shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.